Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not detected on the bus due to a loose med cart cable connection caused by a loose screw. A field service engineer powered off the device, secured the cable by tightening the loose screws, and restarted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.